Manufacturer narrative:
Unit received with missing retainer ring and reservoir tube lip o-ring. Unable to perform rewind, seating, basic occlusion, occlusion, force sensor and displacement test due to physical damage to casing. Unit received with operating currents within specification and passed self test. Unit received with serial number label. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's father reported via phone call of high blood glucose of an unknown level the customer indicated that they have changed out the infusion set and insulin but nothing works. Customer indicated that their doctor has been contacted. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.